Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review of the transmission, it was noted that the pacemaker exhibited post-paced and post-sensed t-wave oversensing. Intervention was discussed but not yet performed. Patient experienced no consequences and will continue to be monitored.

Event description:
New information noted that the pacemaker was reprogrammed and the patient was in stable condition afterwards.